Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, it was learned that the aortic bioprosthesis was explanted after an implant duration of approximately 71 months, and replaced with another pericardial valve. Through follow-up, it was learned that the valve was explanted due to severe aortic insufficiency and perivalvular leak. No complication noted in the operative report during the explant.

Manufacturer narrative:
Device not returned. Additional manufacturer narrative: the device history record review was completed and confirms that this device passed all manufacturing and sterilization inspections. The subject device has been discarded and will not be returned for evaluation; therefore, no further investigation into the possible root cause of the reported regurgitation/leak can be performed at this time. There has been no information to suggest a device quality deficiency that may have caused or contributed to this event.